Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a spline inversion and the patient experienced a drop in blood pressure, pericardial effusion, and cardiac perforation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. When attempting to place the catheter array in the right inferior pulmonary vein (ripv) a spline inversion occurred. The catheter was undeployed and pulled back into the sheath, then the catheter was rotated. The farawave was redeployed mid-chamber in the right atrium (ra) but the spline was still inverted. The catheter was pulled out of the body when the patient's blood pressure began to drop due to a pericardial effusion. The procedure was cancelled and a pericardiocentesis was performed. The patient was also sent to the operating room (or) for a pericardial window procedure. It was noted that the bleeding had stopped, though the location of the perforation was unknown. The patient was admitted to the hospital but is expected to fully recover and was noted to be stable in recovery. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection of the farawave catheter, it was noted that one of the splines in the distal cage was still inverted. Several images with information about the pouches of the various devices used in the procedure were attached to the complaint. Only two images were related to the device issue and underwent media inspection. The spline of the device was observed to be inverted in them, further confirming the reported device problem. Hypotension, cardiac perforation and pericardial effusion are expected procedural complications addressed within the farawave instructions for use (IFU).

Event description:
It was reported that the catheter exhibited a spline inversion and the patient experienced a drop in blood pressure, pericardial effusion, and cardiac perforation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. When attempting to place the catheter array in the right inferior pulmonary vein (ripv) a spline inversion occurred. The catheter was undeployed and pulled back into the sheath, then the catheter was rotated. The farawave was redeployed mid-chamber in the right atrium (ra) but the spline was still inverted. The catheter was pulled out of the body when the patient's blood pressure began to drop due to a pericardial effusion. The procedure was cancelled and a pericardiocentesis was performed. The patient was also sent to the operating room (or) for a pericardial window procedure. It was noted that the bleeding had stopped, though the location of the perforation was unknown. The patient was admitted to the hospital but is expected to fully recover and was noted to be stable in recovery. The device is expected to be returned for analysis.